Manufacturer narrative:
The implantable cardiac monitor was received for the reported events of loss of sensing, undersensing, and noise. Analysis found the device passed the hybrid level automated test but failed the final sensing test. X-ray examination found the connector was damaged. The reported event was confirmed and attributed to a possible manufacturing anomaly resulting in the damaged connector.

Manufacturer narrative:
In MFR# 2017865-2019-08879 should have been (B)(6) 2019 instead of (B)(6) 2019.

Event description:
New information received notes the patient was in stable condition after the implantable cardiac monitor explant procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional information: product return but not analyzed statement.

Event description:
New information received notes the implantable cardiac monitor exhibited loss of sensing and was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon interrogation, the implantable cardiac monitor exhibited noise and false pause episodes due to loss of contact in the pocket. A software upgrade was performed but the issue persisted. The patient was in stable condition.